Manufacturer narrative:
The report of pump power elevations was confirmed based on the analysis of the submitted system controller log file; however, the report of suspected thrombus could not be conclusively determined. The log file, dated 03/01/2017, contained approximately 18 days of data, spanning from 02/11/2017 22:09 to 03/01/2017 08:36, which captured numerous elevations in pump power and estimated pump flow. Based on our complaint history and similarly reported events, elevated ldh coupled with increased pump power and estimated flow, could be indicative of potential device thrombosis; however, a specific cause for the changes in the pump parameters and the reported elevation in the patient¿s lactate dehydrogenase (ldh) level could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the lvad system produced increased flow estimation and power readings. The patient¿s lactate dehydrogenase (ldh) was 733 u/l on (B)(6) 2017, and 564 u/l on (B)(6) 2017. An echocardiogram revealed a non-obstructive thrombus near the lvad inflow cannula. The left ventricle appeared severely dilated with severe global hypokinesis and dysfunction, with an estimated ejection fraction of 10-15%. There was mobile echodense material visualized adherent to the inflow cannula. The aortic valve remained closed throughout the cardiac cycle, suggesting a non-occlusive lvad thrombus. The right ventricle appeared normal in size with moderately decreased systolic function. Left atrial enlargement. It was reported that the ldh returned baseline, and that the prothrombin time goal was increased. On (B)(6) 2017, interrogation of the system controller history revealed a low speed advisory alarm. No additional information was provided.